Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer report of ¿a clogged air/water nozzle¿ could not be reproduced or confirmed. The root cause of the reported issue could not be determined, however, it is possible that the cause may have been temporary, due to dirt, etc. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope air and water nozzle was clogged. The reported issue occurred at inspection during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was clogging in the air and water nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.